Event description:
In 2008, the patient was implanted with a gore tag thoracic endoprosthesis device to treat a thoracic aortic aneurysm. In 2009, the patient presented with a type iii thoracic aortic dissection with a mediastinal hematoma, and a pericardial effusion. A pericardiocenteses was done. Six days later, the patient was implanted with a second gore tag thoracic endoprosthesis to repair ulceration of the mid-descending thoracic aorta, with periaortic hematoma involving the descending arch and the ascending aorta. At the end of the following month, the patient was implanted with a third gore tag thoracic endoprosthesis device to treat a recurrent type iii aortic dissection. The patient tolerated the procedure. No complications have been reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device related to this event: tg3115.